Event description:
It was reported that the implants at tooth sites #19 and #30 were removed due to nerve injury. Symptoms as a result of the event: paresthesia.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.